Event description:
It was reported that the current pump experienced alarms resulting in unnecessary priming and interrupted insulin delivery. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.